Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was hospitalized with intractable pain on (B)(6) 2013. The sjm rep went to the hospital, but the pt was heavily sedated and could not communicate at the time. It was reported a spinal abscess was possible. F/u on the pt status identified all lab work and imaging performed did not indicate an abscess. It was reported the pt was receiving effective stimulation and coverage, and no further intervention was pending.